Event description:
It was reported that during a da vinci-assisted surgical procedure , the prograsp forceps instrument became stuck on the cannula when removing the instrument. The instrument release kit (irk) was used to release grip. It was visualized that the area between the shaft and wrist was broken. A lap instrument was used to change angle of the instrument to remove. Prograsp was manually undocked. The procedure was completed with the same instrument. The customer visually inspected abdomen with the robotic camera, no visible fragments were seen. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse confirmed that no fragment fell into the patient. There was no tissue involvement during the removal of the instrument. The nurse clarified that they could not get the instrument to straighten for removal from the cannula. The customer was able to remove it with the cannula. The procedure was completed with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the customer complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.070 x 0.137 was not returned with the instrument. This type of failure is commonly associated with mishandling / misuse.